Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
The product lot for this event is not known; therefore, lot history and device record history reviews are not possible. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is not known; a sample was not returned for the investigation. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).

Event description:
A nurse reported that during a procedure "water is leaking through the trocars" and the intraocular pressure fluctuates. There was no report of patient harm. Additional information was requested. A product sample was not retained.